Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm values were differing from glucometer measurements. The case was escalated to the next level of support for further review. An evaluation of the data management system (dms) showed that the user's glucose data appeared noisy, although no specific examples were provided by the user. The user decided to discontinue use of the system. Following the escalation analysis, a sensor replacement was approved, and an RMA was issued for additional investigation. However, the sensor was not returned to senseonics by the time of complaint closure. Dms records indicated that the user had stopped using the system on december 10. A review of the in vivo sensor data did not reveal any anomalies. The potential root cause of the reported issue could not be determined, but may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. As part of the resolution, the user was provided with a replacement sensor.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor reading. The patient observed measurement deviations between cgm and blood glucose (bg) and provided several examples for review. The issue was escalated to next level support who reviewed the examples and the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.